Manufacturer narrative:
Concomitant medical products: cook fusion ide-tome sphincterotome with dometip, fs-25m-35 cook fusion wire guide locking device, fs-wl-o-s. Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Coating damage contributes to loss of wire access. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) acrobat calibrated tip wire guides. The bile duct was cannulated with a wire guide. It was noticed that the coating had come off the wire guide [coating damage]. Devices were removed [loss of wire guide access] and new devices were used. It was then noticed that the second wire guide also stripped [coating damage]. The second wire guide was removed [loss of wire guide access] and another wire guide was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.